Event description:
During a remote follow-up, episodes of far-field r-wave oversensing which resulted in inappropriate automatic mode switch (ams) were observed on the device on the atrial channel. It was also observed that there was post-paced t-wave oversensing on the ventricular channel. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and had no consequence.

Event description:
During a remote follow-up, episodes of far-field r-wave oversensing which resulted in inappropriate automatic mode switch (ams) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and had no consequence.